Event description:
Event description guidant received information that this pacemaker, during an office followup, had a battery gas gauge at approximately 25% above the eri indicator. Within minutes, the battery gauge went to eol and the device began to pace at vvi 50ppm (which is the correct mode for an eol battery status). The device has been implanted greater than 5 years.